Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified brown particles in the shell, two openings curved on the radius, and crease flat. Leak test and microscopic analysis was performed which identified two openings striated on the radius. Based on the device analysis the final assessment is: two striated openings due to surgical damage consistent with the use of some surgical tool.

Event description:
Physician reports a broken tissue expander. The device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports a broken tissue expander. The device has been explanted and replaced. This relates to the left side.